Manufacturer narrative:
(B)(4) initial emdr submission. Device problem code: a020503. Patient problem code: f26. H10 : d4 (expiration date: 06/2026). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
According to the attached photo samples, I notify that we received 1 vacuum bottle with a bad bag seal, corresponding to the order p00013woe sap 5010648905 lot 0001571696. Additional information received on 11th oct 2024. Yes, it is available. It is 1 piece of code 50-8210 1000 ml vacuum bottle. It is not contaminated, but because the bag is not sealed, the product is no longer sterile.

Event description:
According to the photo samples, I notify that we received 1 vacuum bottle with a bad bag seal, corresponding to the order (B)(4) sap 5010648905 lot 0001571696. Additional information received on 11th oct 2024 yes, it is available. It is 1 piece of code 50-8210 1000 ml vacuum bottle. It is not contaminated, but because the bag is not sealed, the product is no longer sterile.

Manufacturer narrative:
H10: pr (B)(4) follow-up emdr for device evaluation: two photos and one sample of lot number 0001571696 were provided to our quality team for investigation. Through visual inspection, an incomplete seal was observed at package. Package was not broken; present a bad seal; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001571696 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. A corrective action project was opened to further investigate these defects. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.